Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limiting valve was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit was over delivering pressure during a case in manual mode. The unit was switched to mechanical ventilation to complete the case. There was no report of patient injury.